Event description:
Patient reported "ruptured." Patient additionally reported via regulatory agency (mw5088479) "discovered via us and MRI that both implants are ruptured." Device remains implanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
In response to FDA report number: mw5088479. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "ruptured." Patient additionally reported via regulatory agency (mw5088479) "discovered via us and MRI that both implants are ruptured." Device remains implanted. This record is for the right side.